Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 510 mg/dl. Emergency medical services assisted, and the customer was hospitalized. Ketone testing was performed, and results were consistent with hyperglycemia. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, mmt-7040ma. Troubleshooting was performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. The customer reported a discrepancy between sensor glucose and blood glucose which is not within range. The sensor glucose value was 346 mg/dl, while the blood glucose value was 510 mg/dl, resulting in a difference of 346 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a, mmt-397a, mmt-1884, mmt-7040ma.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer did not receive emergency medical services as treatment.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section h6 - removed hecc 1905, 2364 with heic 4614 only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.